Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
The complaint states that "insufficient information for complaint classification" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Event description:
It was reported that an unspecified malfunction occurred. On approximately (B)(6) 2025, the patient experienced a seizure while using the dexcom device. There was no other information provided about the specific malfunction that caused the seizure other than they had "skewing data" there was not any treatment information provided. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).